Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the flexible stiffeners were difficult to remove from ultrathane mac-loc locking loop multipurpose drainage catheters once the devices were in situ. The physician reported an ongoing issue during routine changes of ileal conduit drainage catheters. The patient(s) have no tortuosity or crusting around the existing drain. No contrast imaging is used. No damage has been noted on opening the products, and advancement of the stiffener into the drain has been successful with no resistance. The previous drains are removed and the new catheters can be advanced without difficulty. Upon trying to remove the blue stiffener without additional lubricant, "there was great resistance." It was reported the physician now always uses instillagel for extra lubrication as it reduces the occurrences. The number of occurrences of this issue is currently unavailable. Without instillagel, the patients experience anxiety, additional discomfort, and additional screening time. No other adverse effects have been reported. The incidents are reportedly similar to those reported under medwatch report numbers: 1820334-2020-01953, 1820334-2020-01954, and 1820334-2021-01144.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) informed cook on 27jan2022 that users are having difficulty removing the flexible stiffeners through ult8.5-38-60-p-6s-clm-rh (ultrathane mac-loc locking loop multipurpose drainage catheters). Lot numbers were not provided. During catheter exchanges, after placing the catheter, users note resistance while removing the flexible stiffener. The physicians are using instillagel as extra lubrication to reduce this from happening. The patients had straight forward anatomy, with no tortuosity, and no encrustation around the existing drain. No adverse effects to the patients have been reported. Reviews of documentation including the quality control, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned for evaluation. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to the lack of lot information. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. A CAPA was previously opened to investigate this failure. The CAPA implemented corrective actions related to supplier manufacturing of the catheter tubing. Because the manufacture date is unknown, it is unknown whether the complaint lot underwent these corrections. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ states: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, no device return, and the results of the investigation, a definitive root cause was unable to be established. It is possible that supplier manufacturing contributed to this failure. A CAPA was previously opened for this product failure; however, the lot number was not provided. Therefore, it is unknown whether the complaint lot underwent corrective actions. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.